Manufacturer narrative:
Lit citation: j. Houton, r. Nasser, n. Baxi. ¿clinical assessment of percutaneous lumbar pedicle screw placement using the o-arm m ultidimensional surgical imaging system¿. Neurosurgery; volume 70, number 4: april 2012. Date of event: date unk. Concomitant products: bmp, vb replacement date unk. (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported in ¿clinical assessment of percutaneous lumbar pedicle screw placement using the o-arm multidimensional surgical imaging system¿ written by houten et al that a retrospective study was done comparing the effectiveness of the o-arm and fluoroscopy techniques in placing pedicle screws in the lumbar and sacral region. 68 patients were implanted at single level, 20 were two levels, and 6 were three or more levels. 85 of the patients had stenosis with spondylolisthesis, 4 had facet resection from tumor resection, and 5 had twice recurrent disc herniation; 90 of the patients underwent tlifs, and 4 underwent either xlif or adlif. The initial steps in all patients was decompression and placement of peek intebody spacers filled with bmp-2 through a tlif approach using either a tubular access system or a mini open technique, with the exception of a small minority of patients in whom a transpsoas approach with the dlif or xlif lateral access systems. Appropriate spinal level and depth of interbody implant placement was verified with lateral fluoroscopy. Pedicle screws were placed in the prone position on a jackson spinal table with the use of a cannulated screw system. For the fluoroscopy group, a jamshidi needle was advanced through the pedicle into the posterior third of the vertebral body under alternating anteroposterior and lateral views. Subsequent tapping and final screw placement were done over a k-wire with periodic monitoring with lateral fluoroscopy. For o-arm patients, a puncture incision was created over the region of the posterior superior iliac spine, and a pin was driven into the bone to which was attached a patient tracker. The tracker was inclined toward the feet to avoid collisions with the surgeon's hands during placement for the inferior screws. The pedicles were then cannulated with a disposable, navigated jamshidi needle, followed by tapping and screw insertion over a k-wire. Both the tap and screwdriver had an integral reflector array that allowed for display upon the console the size and location of the instrument or screw with respect to the patient anatomy. After rod placement, all patients had an intraoperative o-arm scan to verify satisfactory screw positioning; 52 of the patients procedures utilized the o-arm and involved 205 screws being implanted. It was reported that 3 caused grade 1 perforation, 2 caused grade 2 perforation, and 1 caused grade 3 perforation; 42 patients' procedures utilized a fluoroscopy and involved 141 screws being implanted. It was reported that 11 caused grade 1 perforation, 4 caused grade 2 perforation, and 3 caused grade 3 perforation. It was reported that none of the patients had clinical symptoms or required revision surgeries.